Event description:
Boston scientific received information that an alert was issued on this cardiac resynchronization therapy defibrillator (crt-d) due to high out of range shock lead impedance measurements. The next two days following this showed elevated shock impedances, however measurements were within an acceptable range. Technical services recommended a full device and right ventricular (rv) lead evaluation depending on clinical judgement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from an health care professional (hcp) indicating that the device is nearing explant battery indicator. Shock impedance measurements are still high, close to 200 ohms. Remote monitoring data indicates the shock lead impedance measurements have been greater than 200 ohms for almost one year. Subsequently the rv lead was surgically abandoned and replaced during a normal generator replacement procedure one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information suggests the patient will be monitored. Should additional information become available, this report will be updated.